Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the top and bottom displays have segments that are unable to illuminate. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated which included functional testing. The unit turned on with batteries and there were two non-illuminating red segments on the top row in the first and last digits of the 7-segments display. During the functional testing the unit was able to obtain readings and provided both audible and visual alarms. An internal inspection of the device was conducted and it was determined that the non-illuminating diode segments were open. The defective diode segment on the system board caused the led segments to remain unlit. The defective component is d2 on the system board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the top and bottom displays have segments that are unable to illuminate. No patient impact or consequences were reported.